Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side and was implanted with exactech devices. Subsequently, the patient experienced unbearable pain from shoulder. As a result, almost 4 years after initial replacement, the patient was administered an ultrasound guided injection with no relief. Regional mdt discussed and arthroplasty looks ok, referred patient to pain management. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 312-01-41 - resurfacing humeral head 41mm: (B)(6). 312-01-01 - resurfacing cage, 25mm: (B)(6). 314-02-02 - equinoxe glenoid, pegged alpha, small: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.